Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was charging too often. They charged to 100% yesterday and was already depleted. This was different than before. The patient had not recently been reprogrammed or switched to a new group. There was no recent need to increase parameters. It was unknown if the patient had any previous overdischarge events. Programming had not been changed in the past six months. It was noted that patient had a fall 2-3 days before (B)(6) and the change in charging changed on (B)(6). A therapy impedance check and recharge interval calculation was performed on group b. Program 1: 7.8v, 480 usec, 260 hz, 311 ohms; program 2: 7.6v, 450 usec, 260 hz, 289 ohms; 16 hours a day; average interval was .5 days. It was reviewed that the settings and impedance were leading to a very short recharge interval. Recharge statistics were analyzed using the following clinician programmer (cp) statistics: average coupling of 4 boxes; duration 1. Hours; interval 0.0 days. (Date; duration; charge at end): (B)(6): 4.1 hours; 100% (B)(6): 2.2 hours; 50% (B)(6): .9 hour; 25% (B)(6): 0 hour; 0% electrode impedances were within normal ranges. No symptoms reported. Further follow-up is being conducted to what steps were taken to resolve the issues and if the charging issues had been resolved. If additional information is received, a follow-up report will be sent.